Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a routine device follow up, this cardiac resynchronization therapy defibrillator (crt-d) was found to have a depleted battery. Premature battery depletion was suspected and the device was explanted and replaced the following day. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.